Event description:
It was reported that the device was over-infusing. The event occurred during testing. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens and broken battery door. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; the pump failed three consecutive accuracy tests. The root cause was determined to be an out of specification expulsor. The expulsor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.